Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a microfracture/debridement of ocd; brostrum-goulde procedure the ar-8655-13 was used to debride ocd and the ar-8655-12 elevator ankle arthroscopy sharp tip broke off with minimal application / force. The rep stated the procedure started arthroscopic and turned open to retrieve the broken fragment. Three incisions were used. The tip migrated posteriorly where it was fully retrieved, and the case was completed. The device and retrieved broken fragment are available to return for evaluation.

Manufacturer narrative:
Complaint confirmed, the hook tip was found to have broken off from the device. The most likely cause is prying and/or leveraging the device during use.